Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 360mg/dl. The caller stated that they suspended the use of the insulin pump while staying in the hospital. The customer experienced dry mouth, headache, and could hardly move. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. The time and date were correct, but she was not sure if the basal rates were correct. Reviewed the alarm history and found a no delivery alarm. Checked the bolus history and noted that the customer did a lot of corrections for her low blood glucose. The customer mentioned that she wears the infusion sets longer than she should because she is forgetful after having strokes. Instructed the customer to remove the cannula and it was bent. No further information was provided.